Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviews were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report: 1627487-2013-24277. It was reported the patient's scs system was explanted due to an infection. The patient's ipg was removed and the physician cut the scs lead near the body of the electrode, leaving the electrodes in the epidural space. He tried to remove the lead body, but it was too scarred in to attempt to remove. The patient will be referred to a neurosurgeon to remove the remainder of the scs lead and replace the system if that is the course of action the patient wants to take. The patient had a confirmed infection at the time pocket site.